Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pull wire appeared to pull through handle. Anchor was manually seated by grasping pull wire with clamp. Probable root cause: design poor mechanical advantage of locking feature, materials of inserter locking mechanism cannot withstand user locking forces manufacturing, locking mechanism not manufactured or assembled to specification, incorrect heat treatment applied application, not enough force applied, user unfamiliarity with device. (B)(4).

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire could not be removed so it was cut flush to the anchor/bone. The procedure was completed successfully.